Manufacturer narrative:
Main investigation conclusion: the reported event of a backup battery fault alarm was confirmed via a review of the log file. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review ((B)(4)). A review of the submitted log file showed events spanning approximately 7 days ((B)(6) 2021 per timestamp). Backup battery fault alarms were active due to a load test failure on (B)(6) 2021 between 20:04:26 ¿ (B)(6) 2021 at 08:50:04. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 25nov2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had an emergency backup battery(ebb) fault. A review of the logfile confirmed that an ebb fault due to the ebb failing the load test occurred on (B)(6) 2021 at around 2000. Controller exchange to rev 1.7 was recommended. The patient had this same thing happen back in february of this year, and their backup battery was replaced. The patient also had a modular cable and controller swap in december 2020. The patient was feeling fine. The patient was their controller swapped and the patient tolerated it well with no issues.